Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cracked distal end was damage or deformation due to physical stress (caused by handling). Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, ultrasound gastrovideoscope, to the olympus service center for an annual inspection. The event was found during maintenance. Upon inspection and testing of the returned device, it was observed that the distal end had a crack. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. There was no patient involvement.

Manufacturer narrative:
The customer reported that the device had been disinfected in a cantel automated system. The device was returned as part of the asset return process. In addition to the malfunction documented in b5, the additional evaluation findings were as follows: due to wear of the forceps elevator lever, the upward/downward knob could not be locked securely, the switch 1 had a cut, the scope cover plate was detached, due to deformation of the suction connector, water tightness was lost, found a pinhole in the channel tube, the adhesive on the bending section cover was detached, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.